Manufacturer narrative:
Method code: 4111 should have been included in inital medwatch report. Device code 1494: off-label use (acd < 3.0mm) should have been included. Device evaluation: lens was returned in a case/vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -4.5/+3.0/094 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, pupil block, with elevated intraocular pressure, corneal decompensation and unreactive (fixed) pupil. There was an addition of new peripheral iridectomy. The surgeon did not implant another icl lens. The patients post-op condition was normal corneal thickness, no edema, iop 10mmhg, cell count (B)(6).